Event description:
It was reported from our distributor that during a pt transport that the pt fell from the stretcher with the mattress. The side rails were also affixed. The pt was not injured. No other adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.